Event description:
The customer reported to olympus the evis lucera colonovideoscope experienced poor air supply. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of air/water flow issues from the air/water flow system was confirmed. This event was due to clogging of the nozzle, causing water removal ability to not meet the standard value. The likely cause is from insufficient cleaning. Additionally, the following findings were also identified, and are as follows: (a.) The mouthpiece was loose, (b.) The adhesive on bending section cover (a-rubber) has a chip, (c.) Adhesive on a-rubber has white-clouded area, (d.) The grip was shaved, (e.) Paint on the air/water cylinder was peeled, (f.) The protector of universal cord on control section side has a scratch, (g.) And adhesive around the light guide lens had a white clouded area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.